Event description:
It was reported that the target lesion was located in the mildly tortuous, heavily calcified, 99% stenosed, distal left anterior descending artery. A 2.5x15 mm nc trek balloon was being used for predilatation; however, due to the heavily calcified lesion the balloon ruptured on the first inflation of 16 atmospheres. There was no resistance felt during advancement of the balloon catheter to the lesion. A new balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The reported balloon rupture was most likely due to lesion interaction. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.